Manufacturer narrative:
(B)(4). Batch # m93272. The analysis results found that the el5ml device was received with a formed clip in the jaws and 7 conforming clips and 1 malformed clip inside a plastic bag. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip was not fully fed into the jaws. The same event occurred two times in a row. Another device was used to complete the case. There were no adverse consequences to the patient.